Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a leak was noted at the edge of the cassette sheeting weld. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. Clear passage and clamp function testing of the returned sample were performed with no issues noted. The sample ran on a homechoice machine with no problems encountered. Leak testing and visual inspection of the device identified a leak originating from the edge of the cassette sheeting weld. The cause of the leak could not be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.